Manufacturer narrative:
The customer reported a complaint that "the autopulse li-ion batteries keep getting stuck in the battery compartment of the autopulse platform (sn (B)(4)) and required excessive force to remove the batteries" was not confirmed during the functional testing. The autopulse li-ion batteries used during the reported event were not returned for investigation. The probable root cause of the reported complaint might be related to damaged battery guide pins. However, based on the customer's follow-up response, no visible damages or abnormalities were noted on the batteries that would have resulted in the customer's reported complaint. The customer reported complaint could not be reproduced during the testing using a good known autopulse li-ion battery, and the autopulse platform functioned as intended. Upon visual inspection, no physical damage was noted. The archive data review indicated no significant discrepancies. The autopulse platform passed the preliminary functional testing without fault or error. During further investigation, multiple batteries were inserted and gently removed without any issues. No visual damage was noted on the battery connector inside the battery bay of the autopulse platform. Zoll is awaiting customer approval for service repair.

Event description:
The customer reported that the autopulse li-ion batteries keep getting stuck in the battery compartment of the autopulse platform (sn (B)(4)) and required excessive force to remove the batteries. The reported problem occurred multiple times during the shift check and patient call. Every time, the crew used excessive force to remove the batteries successfully. No visible damage or abnormality was noted on the batteries and the autopulse platform. No consequences or impacts on the patient.